Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set leaked at one of the ports. The process step in which this was identified was not reported. The product originated in the nicu (neonatal intensive care unit). It was not specified if the product was in use on a patient when the issue occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed on the sample using naked eye, and no defects were observed. All components were found to be correctly placed according to product specifications. A pressure and clear passage under water test was performed and the reported leak was not duplicated. A batch review was conducted and there were no deviations found related of this reported condition during the manufacturing of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.